Event description:
It was reported that the collimator blades on the 9900 system were stuck. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the software were re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.